Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remoe essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroids on (B)(6) 2021 and menorrhagia. Concurrent conditions were listed as pelvic pain and multiparous since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3183 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy,hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: endometrial curettings: blood, fragments of endocervical columnar epithelium and fragments of inactive endometrium. Left fallopian tube: fallopian tube tissue with fibroids, but one section shows complete cross section. Right fallopian tube: fallopian tube tissue with fibrosis but one section shows complete cross section gross description: left fallopian tube and left essure and consist of a gray spiral metallic device measuring 3 cm in length and 0.1 cm in diameter. Also received a portion of convoluted tan, white tissue measuring 1.1 cm in length and 0.2 cm diameter. Right fallopian tube and right essure it consists of a small and short tubular gray, white tissue and two spiral metallic device. The short tubular tissue measures 0.7x 0.5 cm. Upon sectioning it shows a small lumen. One stretched out spiral metallic device measures 29 x 0.1 x 0.1 cm and the other spiral metallic device measures 3.5 x 0.2 x0.2 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-sep-2023: reporter and patient information,medical history,lab data,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remoe essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.